Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of incident was 458 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were not using auto-mode. Customer did not allege insulin pump was under delivering. Customer was treated with manual injection. Customer also stated that the insulin pump had bent cannula. The device will not be returned for analysis.